Manufacturer narrative:
The evaluation revealed the broken sliding core to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core returned was documented as faultless prior to distribution. A review of the raw material certificate indicates that the sliding core material was within specification. The explanted sliding core was transferred to an external lab. The lab performed a visual inspection with a microscope. Evidence of abrasion, pitting, burnishing, scratching, surface deformation, and delamination was observed on the superior and inferior surfaces. Discoloration was found on the inferior surface, furthermore evidence of white banding indicative of subsurface oxidation was observed at the posterior breakage surface. The sliding core was broken approx. In half in medial lateral direction. The breakage surfaces indicate that the sliding core broke initially within the keel trough; the breakage spread towards medial and lateral prior to final rupture. Regarding the discoloration found on the inferior surface the lab report includes following evaluation result: the discoloration of the inferior surface of the polyethylene (red circles) can likely be attributed to absorption of lipids in vivo and does not necessarily indicate oxidation or issues with manufacturing. Most likely this discoloration was mentioned by the surgeon. The lab test report contains following conclusion: overall the results of the stage I analysis indicate that the component may have been misaligned during loading in vivo, resulting in crack initiation and fatigue fracture of the polyethylene component. The morphology of the fracture surface and evident subsurface white banding is also consistent with oxidation of the polyethylene component. A deeper investigation (stage iii) regarding oxidation was not necessary because the external lab performed already an oxidation analysis in 2008. The external lab did not found any correlation between oxidation and sliding core breakages. Excerpt of the conclusion of the lab report ¿oxidation analysis of the s.t.a.r. Total ankle prosthesis¿: we found no evidence to suggest that oxidation plays a role in the short-term revision of properly aligned, and normally loaded s.t.a.r. Total ankle prostheses. Implant fractures and misalignments are listed as adverse effects in the IFU. It was reported that the patient was highly active postoperatively; the IFU contains also a warning regarding loading the implants: ¿caution the patient to protect the joint replacement from unreasonable stresses and to follow the treating physician¿s instructions. In particular, warn the patient to strictly avoid high impact activities such as running and jumping.¿ based on the given information and the fact that no manufacturing or material issue was detected the breakage of the sliding core is addressed to a most likely misalignment of the implant combined with high loads postoperatively (user / patient related). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Sales rep reported a revision of a left total ankle due to a failed polyethylene core. The surgeon saw that it was displaced posteriorly on x-ray, but could not see that the poly core was cracked in half on the films. Surgeon replaced the broken poly core with a new 8mm poly core. Patient complained of ankle pain. Surgeon stated patient is very active and patient unable to recall any specific incident that caused the pain.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
Sales rep reported a revision of a left total ankle due to a failed polyethylene core. The surgeon saw that it was displaced posteriorly on x-ray, but could not see that the poly core was cracked in half on the films. Surgeon replaced the broken poly core with a new 8 mm poly core. Patient complained of ankle pain. Surgeon stated patient is very active and patient unable to recall any specific incident that caused the pain.